Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of sharps coll 19gal red experienced a lid or slide lid/clamp missing. The following information was provided by the initial reporter: material no: 305609, batch no: unknown. Issue: customer got the sharps collectors with no tops.

Event description:
It was reported that an unspecified number of sharps coll 19gal red experienced a lid or slide lid/clamp missing. The following information was provided by the initial reporter: material no: 305609 batch no: unknown . Issue: customer got the sharps collecters with no tops

Manufacturer narrative:
H.6. Investigation: no samples or pictures were received. The DHR review process was not performed due to the lot number was unknown. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Due to no samples or pictures were provided in this complaint, it was reviewed the customer complaint records; according with the cc¿s records, two additional complaints it was received (668256 and 888638) through the last twelve months for the same part number and issue, where it was concluded that there was not enough information to complete the investigation. As part of this investigation it was noticed that the current manufacturing process has a weighing system installed as part of the corrective actions implemented under the CAPA record # ca-(B)(4) which was opened due to missing lids issue in the 19 gallons product family, this system was verified and confirmed as able to detect the lack of component. Additionally, the system provides a label as evidence that every box it was complete (correct quantity of components). The full implementation of the weighing system was completed since 8/10/2017. Based on information provided it was not possible confirm the root cause like a failure mode related to the manufacturing process due to there is no enough information like the lot number to rule out if the product was manufactured after the corrective action implementation. H3 other text : see h.10